Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document the allegation that the patient underwent a revision procedure.

Event description:
Per legal complaint: on (B)(6) 2015 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh. The patient is making a claim for an adverse patient outcome against the [flat] mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: "despite reasonable diligence, plaintiff did not know, and could not have known, that his injuries were related to a defect in the bard mesh [flat], and/or about the wrongful conduct by defendants in connection with his injuries on (B)(6) 2017, the date of his revision surgery, which was performed at (B)(6) medical center."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Device not returned.

Event description:
Per legal complaint: (B)(6) 2015 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh. The patient is making a claim for an adverse patient outcome against the [flat] mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."